Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I. It was reported that the recharger was not working quite right and was not charging. The patient stated the charge status is ¼ full and does not charge. The patient stated the connections are tight. The patient also mentioned the entire system took longer to charge. The patient confirmed stimulation was on and they could feel it. The patient stated the issue started about 6 weeks ago. No complications were reported/expected.